Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was further specified the patient developed a (B)(6) infection from dialysis. The infection spread to the leads and was the reason for explanting this rv lead. There were no additional adverse patient effects reported. The rv lead was explanted.